Event description:
Additional information was received from manufacturer representative (rep) who reported they believe the implantable neurostimulator (ins) was flipping due to bariatric surgery in which they lost 150+ pounds. They reported patient was reprogrammed and was able to continue to get good coverage. Rep stated patient had concerns of lead not being connected to ins but this was confirmed to be intact by checking connectivity. Patient has had the ins since (B)(6) of 2020. Patient reported they were going to discuss their options with healthcare provider (hcp) about pocket issues.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an implantable neurostimulator (ins). The reason for call was patient mentioned that they were advised by their hcp to have a representative (rep) present on their next appointment. Patient mentioned that in 2022, their battery might have flipped out of the pouch and they should be checked to see when their battery is due to be replaced as well.